Manufacturer narrative:
We received one distal tubing section with the bonded sample site of pressure monitoring kit for examination. The reported event of "line detachment" was confirmed. The pressure tubing had detached from the bond joint with the vamp reservoir stopcock. The vamp reservoir, dpt and IV set were not returned. Dry blood residues were evident on the detached end of the tubing. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing od was measured and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The 510k is unknown as this is a custom defined product.

Event description:
It was reported that the pressure tubing detached during use. The patient had 10 ml of blood loss, but no patient compromise was noted.